Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient but the device powered off after two successful shocks were administered to the patient. The clinicians had just finished a procedure for implanting an internal pacemaker in the patient when the patient went into cardiac arrest. The clinicians used external paddles and administered a 200 joule shock to the patient. The patient's heart-rhythm did not convert and the physician then administered a 360 joule shock to the patient and then the device lost power. The clinicians then obtained another device and were able to successfully convert the patient's heart-rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.